Event description:
The patient underwent a diagostic procedure in 2001. Following the procedure, the physician attempted to close the arteriotomy with the closer tsl 6fr. Device. The physician encountered extreme resistance when atempting to remove the plunger after needle deployment. A perclose representative was contacted for advice about dealing with the plunger resistance. The plunger was recovered with both cuffs and suture intact. The sutures were cut, and the device and suture were removed out of the arteriotomy. Manual compression was held to achieve hemostasis. On 4/30/01 the perclose representative was informed that at some point following the procedure the patient went to surgery for repair of a small tear in the common femoral artery. The patient has experienced infections in the leg as a result of the surgery. The patient has recovered without further incident.